Manufacturer narrative:
E1: event city: (B)(6) patient country: poland name: medtronic minimed street: 18000 devonshire street city: northridge state: ca zip code: 91325 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that patient experienced set cannula was bent and site location was buttock which leads to skin irritation, rash at product insertion site on (B)(6) 2026.